Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced left leg weakness subsequent to having her scs lead replaced. During the lead replacement procedure, somatosensory evoked potential (ssep) monitoring indicated a slight loss on the left side and the following day, the patient still had some left leg weakness. The patient was admitted to the hospital and a CT scan was performed. The CT scan showed the lead was in the implant location. Follow-up information indicated the patient's left leg weakness has since resolved.